Event description:
It was reported that during the implant procedure there was difficulty advancing the left ventricular (lv) lead into a small branch. Upon slitting, the lead moved back and the physician was unable to advance the lead to a stable position. The lead was removed and an lv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).